Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. One of the leads showed high impedances on all contacts. X-ray also showed that the lead had slipped down to mid t5 or migrated. The patient underwent a revision procedure wherein the lead that migrated was replaced. No device malfunction was suspected. The patient was doing well postoperatively.